Manufacturer narrative:
(B)(4). Batch#: u5cy8k. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45t reload was received with an opened package and partially fired 1/10, with 3 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from the right side. No functional test was performed due to the condition of the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that when the surgeon used it, the cartridge was locked and stuck. So, it was not working.